Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 implantable pacing lead (B)(6) 2008; 694765 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead showed gradually increasing threshold since implant and the pacing impedance was slowly trending downward. The lead remains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.